Manufacturer narrative:
(B)(4). Batch #: t5em41. (B)(4). Investigation summary: the analysis results showed that one gst45t reload was returned unfired with 4 double drivers missing and 3 doubles drivers out of position, making the reload non-functional. In addition the reload pan was noted to be partially dislodged from right proximal side. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached on what may have caused the reload pan to dislodge. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.).

Event description:
It was reported that the gst45t was ready to be inserted but the reload itself was slightly twisted and staples were seemed to be not uniform. A new gst45t was inserted and used successfully.